Event description:
Pt had total knee replacement on 12/29/1998. Nurse removed jackson-pratt drain on 12/30/1998 and could see that it did not come out intact. X-ray on 12/30/1998 confirmed that drain was still present in soft tissue. Returned to surgery on 12/31/1998 to remove retained portion of drain.